Event description:
It was reported that the parents complained to the distributor that the patient was only able to hear very weak sounds in 2008, and then was no longer able to hear any sounds in the following month. His parents stated that no accident or head impact had occurred before he complained about hearing only very weak sounds. Hospital staff conducted testing and it was seen that the device had malfunctioned. Hospital staff checked patient's tempo+ system and found the system was working properly. Based upon the reports from the hospital staff, a revision surgery was recommended as soon as possible.

Manufacturer narrative:
The device has been explanted and has been returned to the MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.